Manufacturer narrative:
The impella cp was discarded by the user, therefore a complete investigation could not be conducted. Should the manufacturer receive additional information a follow up report will be sent.

Event description:
An impella cp was inserted for support for acute myocardial infarction and cardiogenic shock. While on support the patient 's distal pulses were absent in the leg with impella access, requiring opening the vessel with a balloon to improve flow. The patient was reported to be in stable condition following explant of the device.